Event description:
The reporter stated the surgeon used a cc4204a collamer aspheric single plate lens. The lens was torn as it was advancing through the injector. There was patient contact, lens was not inserted into the eye. No patient injury. Back up lens was implanted.

Manufacturer narrative:
(B)(4): evaluation: method: lens work order search. Results: visual inspection of the returned product found both plate haptics tore at the fenestration. Partial piece of the lens is torn off and missing. Lens returned in liquid. A lens work order search was performed and no similar complaints were found within the same work order. Conclusions (non conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).